Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported experiencing gum swelling and have stopped wearing the aligners. After receiving the warning letter from byte the patient was seen by their dentist who informed them they did have swelling of the gums and permanent damage. Their dentist advised them to discontinue use of the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.